Event description:
See mfg # 2032545200802695 and 2032545200802697. It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. When the delivery system was removed from the pt, the capsule fell onto the floor. Two add'l capsules were attempted and they both failed. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action- failure to detach, physician communication (12/03/2007).